Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "sarcomatoid" carcinoma of the lung, a rare lung cancer. Medical intervention was not specified. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Previously reported: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging arcomatous carcinoma of the lung, a rare lung cancer. Medical intervention was not specified. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Per the pms decision there are no allegations of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harms or death.